Manufacturer narrative:
12/2/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colectomy peocedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure. The hospital has reported the condition of the pt is unknown.